Manufacturer narrative:
Medications: propecia, synthroid, dexilant, lestrace, effexor, tylenol with codeine, fioricet, entocort, mirtazapine, multi vit, biotin, folic acid, and iron. No contact information was included in the voluntarily submitted medwatch. No investigation is possible. [(B)(4)]

Event description:
The following information was reported to gore through a voluntary medwatch: on (B)(6) 2018, a patient underwent an axillary femoral bypass procedure with a gore-tex® vascular graft. On (B)(6) 2018, the patient was hospitalized for seroma. Ultrasound and CT scans confirmed a growing seroma. On (B)(6) 2018, the graft was explanted and replaced with a dacron graft.